Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert triggered due to elevated sic (sensing integrity counter) and high rate non-sustained tachycardia episodes on the right ventricular (rv) lead. It was noted that episodes appear to be t-wave oversensing (twos) increasing sic count. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up information obtained from the clinic that the right ventricular (rv) lead's sensitivity was reprogrammed.